Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem ( does not communicate with monitor) has been confirmed. Upon investigation the belt was unable to complete a falloff test. The cause for the failure was isolated to the distribution node board. High voltage travelled to low voltage circuitry, damaging multiple components and causing thermal damage. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a belt was unable to communicate with a monitor.